Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 3 months post implant of this 35 mm mitral annuloplasty band was explanted and replaced for unknown reasons. A new 29 mm mitral annuloplasty band was opened but ultimately not used, eventually the patient received a competitor device in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this 29mm mitral annuloplasty band was implanted, however did not repair the issue. Per the physician it was a failed repair due to anatomical issues and not due to a device issue. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.